Event description:
The customer received a result of 430mg/dl about 10am. Paramedics were called and they received a result of 50mg/dl and transported the customer to the e.r. The hospital received a result of 40mg/dl and gave the customer glucose and kept pt for observation. No controls were in used and glucose strips were expired. A request was made for the return of the suspect device and replacement product was sent.